Event description:
During follow-up, noise leading to oversensing leading to the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead damage was suspected and confirmed via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.